Event description:
The surgeon was performing total knee arthroplasty and decided that the patient needed lps implants. He asked to have a taper plug opened with the other implants. The plug was impacted on the stemmed tibia by the scrub nurse, she struck the plug 3 times with a mallet. Surgeon implanted with cement. After reviewing post-op x-rays, the surgeon noted that the taper plug had disengaged from the stemmed tibia.

Manufacturer narrative:
Other device used: catalog #00598003702, nexgen complete knee solution stemmed tibial component precoat, lot #61341553.